Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd microtainer® map microtube was found with the blood clotting. The account is observing an increased rate of clotted specimens collected from nicu preemie and full term infants. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the additive all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A review of the customer's processing was also evaluated by bd tech services and feedback was provided to the customer for optimization; however, the customer has selected to work internally to resolve their clotting issue going forward. Based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting due to issues with the tube/additive in the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd microtainer® map microtube was found with "the blood clotting."the account is observing an increased rate of clotted specimens collected from nicu preemie and full term infants."there was no report of exposure, injury or medical intervention needed.